Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 8:00 a.m., the patient received a low glucose alert from his dexcom cgm, indicating a value of 60 mg/dl, which subsequently dropped into the 40s mg/dl. No blood glucose (bg) fingerstick comparison was performed at that time. The patient¿s wife, who works at the same location, also received the low-glucose alert via follow. In response to the alert, the patient consumed a peanut butter sandwich and crackers but felt the intake was inadequate. He began walking toward the front desk to obtain glucose tablets from his wife. While en route, the patient became confused, experienced increased urination, lost consciousness, and collapsed. He remained unobserved for approximately 30 minutes until his wife became concerned that he had not arrived. When she went to check on him, she found him unconscious on the floor and shaking. The wife attempted to administer glucose tablets, marshmallows, and coke, but was unable to do so due to the patient¿s condition. She called 911, and ems arrived approximately eight minutes later. It is unknown what dexcom reading ems observed or whether a bg fingerstick was performed on scene. The patient received intravenous glucose from ems and was transported to the hospital. At the hospital, the patient continued receiving IV glucose. Other treatments are not known. A dexcom reading recorded at the hospital showed 130 mg/dl, while a bg fingerstick measured 40 mg/dl. The exact duration of unconsciousness remains unknown. After regaining consciousness, the patient was provided food and fluids. He was discharged later the same day in stable condition. The patient¿s existing dexcom cgm sensor was removed and replaced with a new sensor. Dexcom technical support attempted multiple follow-up calls to obtain additional details and clarification, but contact with the patient was unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 04/01/2026. Data was provided for investigation. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.